Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the electric pen drive device was constantly running without the foot pedal or handpiece being initiated. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: correction: d10: the date returned to manufacturer was documented as may 27, 2019 on the initial report. This date has been updated to june 10, 2019. Device evaluation: the actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device constantly runs without the foot pedal or hand piece being initiated was confirmed. An assessment was performed and it was determined that the motor and electronic control unit (ecu) had a white substance on it. It was further determined that the device failed pretest for check function and direction of rotation. The assignable root cause was determined to be due to wear from normal use over time and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturing site name was documented as unknown in the initial report. This has been updated to synthes (B)(4). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (may 12, 2014) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).